Manufacturer narrative:
PMA/510(k) # k163018. Cancellation report is being submitted due to additional information received on 30-jan-2024. FDA MDR reporting not required. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Cancellation report is being submitted due to additional information received on 30-jan-2024. FDA MDR reporting not required. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
When the wire guide (olympus/visiglide2 0.025inch angled) was inserted into the tip of zilbs-635-10-6, the user felt something was wrong (it was not inserted smoothly), so he stopped using it. The procedure was completed by using another size (10-8)(lot#: unknown). <sales rep's comment> since this facility uses this product on a regular basis, we do not see any problem with its usage. 1 general questions for all complaints. 1-1 (if any damages were confirmed prior to use)was the package damaged? No. 1-2 (if any damages were confirmed prior to use)how was the device stored? 1-3 was a sphincterotomy or balloon dilation performed prior to use of the stent device? No. 1-4 was post-dilation performed after the placement of the stent? No. 1-5 what brand of endoscope was used with the device? Olympus/tjf-260v 1-6 what was the target location for the complaint device? Common bile duct 1-7 was the device flushed through both flushing ports before the procedure, as per IFU? Yes 1-8 details of the wire guide used (name, diameter, hyrdophyllic)? 1-9 was resistance encountered when advancing the wire guide or delivery system to the target location? No. 1-10 how did the physician deal with this resistance? 1-11 was the patient's anatomy tortuous? No. 1-12 did the tip of the delivery system cross the target location? No. 1-13 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. 1-14 was the stent being placed through the side wall of a previously placed stent? No. 1-15 was the elevator in the down position during deployment? Yes. 1-16 are images of the device of procedure available? No. 7 difficulty advancing over the wire guide: 7-1 details of the wire guide used (diameter, hydrophyllic, make)? 7-2 was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes. 7-3 was the patient¿s lesion heavily calcified / anatomy tortuous? No.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.